Event description:
It was reported that the patient did not feel a stimulation sensation on her right side. She felt stimulation on the lower back side of her arm instead of in her 4-6 cervical area. The patient also experienced a shocking or jolting sensation. Additional information received reported that the patient received assistance around (B)(6) 2011, but the program "went off kilter" again.

Manufacturer narrative:
Programmer: model 7435, serial# (B)(4). Lead: model 3887-33, lot# j0225313v, implanted: 2003 (B)(6), explanted: unknown. Lead: model 3887-33, lot# j0222915v, implanted: 2003 (B)(6), explanted: unknown. Extension: model 7495lz51, serial# (B)(4), implanted: 2003 (B)(6), explanted: unknown. Extension: model 7495lz51, serial# (B)(4), implanted: 2003 (B)(6), explanted: unknown.